Event description:
Additional information reported indicated that the patient's programmer showed a power-on-reset condition and that the patient experienced telemetry issues. The patient also stated that they "pressed a few buttons" and it brought them to the charging session screen. The patient pressed the green start key and then the patient was able to get "6 boxes filled in". They were working with their physician to resolve the issue.

Manufacturer narrative:
Programmer model 37743 serial# (B)(4) extension model 3708140 serial# (B)(4) implanted: (B)(6) 2009 explanted: unknown extension model 3708140 serial# (B)(4) implanted: (B)(6) 2009 explanted: unknown lead model 39565-30 serial# (B)(4) implanted: (B)(6) 2009 explanted: unknown.

Event description:
Additional information received reported that the patient was not able to adjust stimulation. The patient had not felt stimulation for the past month and had difficulties recharging since implantation. The patient originally received a poor communication screen but after trouble shooting he received the regular recharge screen. Additional information has been requested, but was not available as of the date of this report.

Event description:
It was reported that the patient experienced telemetry issues. The implantable neurostimulator (ins) was unresponsive to telemetry attempts by the patient programmer and recharger. Use of the antenna locator resulted in a power-on-reset condition being displayed on the recharger, which then led to the normal recharging screen. Additional information has been requested, but was not available as of the date of this report.